Manufacturer narrative:
(B)(4).

Event description:
Clinic representative contacted dexcom on behalf of the patient on (B)(6) 2016 to report that on (B)(6) 2016, the patient experienced failure issues. No additional patient or event information is available.